Event description:
The report stated that during a laparoscopic splenectomy case, the instrument was used to ligate vessels. After approximately 1 hour, the jaws stuck together and the surgeon was unable to open the jaws after sealing a vessel. The instrument was removed forcibly by tearing the tissues. There was no blood loss. The surgeon opened and used another instrument to continue the surgery.

Manufacturer narrative:
Date of initial report: 06/30/2008. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.